Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician advanced the arterial sheath in the right common carotid artery. When the physician went to aspirate, they noticed there was no blood return. The physician pulled the sheath back slightly and got blood return. The physician performed the intervention and took an angiogram in multiple views and noticed a small intimal injury (dissection) in the distal common artery and decided to place a secondary stent to resolve dissection. As of the date of this report, there was no report of patient harm.